Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming no disposable, clamp tubing. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).